Event description:
Customer reported they felt the vaporizer had no output. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be low to manufacturer's specification. Visual inspection of the dial, disk drive and top plate revealed that the disk drive was cracked. Once the disk drive was replaced, the unit functioned according to manufacturer's specifications. It appears the damage was due to dropping or mishandling the vaporizer in a rough manner. The shipping container has been tested to withstand dropping. It was most likely that the unit was not in the packaging when the damage occurred.